Event description:
It was reported the surgeon attempted to use aspirex for spine surgery on (B)(6) 2014 on a (B)(6) year old female patient, and when he twisted the needle into the pedicle on the left side of l5, the handle came off the device. He tried a different aspirex device, and the same happened with the second needle on the right side of s1. The surgery was delayed but the time was 'not significant' (a specific time of delay could not be recalled) ... A spare device was available. The surgeon used different instrument to remove both needles from the spine of the patient. There was no injury to the patient alleged.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.